Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low hemoglobin (hgb) results generated by the coulter lh 750 analyzer for 1 pt sample. A pt sample when tested gave an hgb result of 8.1g/dl. This sample when re-tested on a different instrument gave the same result of 8.1g/dl. The physician questioned the results and requested a redraw of the pt. The pt was redrawn and the result was 10.3g/dl which was normal. No death, serious injury or change to pt treatment is associated with this cf.

Manufacturer narrative:
Sample was collected in a heparinized syringe. Controls were run before and after this event and were within acceptable ranges and the instrument is currently within qc specs with respect to controls of reproductibility. Pt samples were rerun back to the last confirmed acceptable run. On (B) (6) 2008, customer called the hotline and asked for published data on heparin samples. The customer was told that bci does not recommend any anticoagulant other than k2edta and k3edta samples. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).